Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus needleless connector leaked. The following information was provided by the initial reporter, translated from chinese to english: reported by general surgery, leakage of fluid during use, number of units affected 5, samples can be returned 1, photos available

Manufacturer narrative:
Investigation result: no mp1000-c china sample was available for investigation. The customer reported that the affected sample was from lot 23125407 and that for 5 units, they observed "leakage of fluid during use". As part of the investigation, the customer provided a video of the leakage. Although analysis of the video confirmed that leakage can be seen, it was not possible to locate the source of the leakage, or identify the potential root cause. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 23125407 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus product in the past 12 months.

Event description:
No additional information.